Event description:
My husband no longer has a hip due to his hip replacement surgery that failed a biomet echo cobalt / porcelain/ chromium complete hip replacement it fractured his femur and the screws broke off and god only knows what happened to them he caught a gram negative infection during the surgery which he has for life now and will never really walk again because of this nightmare! Never was complained about it we have just dealt with it but it is not a how these companies should operate and destroy our lives and get away with it! We lost so much and we have not asked for anything in return just don't do this to anyone else!